Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that no communication between pyxis interface and meditech and all stations were in critical override mode. The technical support specialist (tss) logged into medstation and es server, observed patient delay/down on devices, confirmed not all devices were on critical override, and verified messages were crossing correctly to the server. Restarted external inbound service and transmission control protocol tcp/ip services. Determined the issue was on the hospital information technology (hit) side and advised the customer to check with the it team.

Event description:
It was reported that when using the bd pyxis¿ es server had no communication between pyxis and meditech, station was in critical override mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.